Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged and turn on after an hour of charging. Reportedly, the customer stated that the pump fell into the water. The customer's blood glucose level was 178 mg/dl. The customer reported would use manual injections as alternate insulin therapy.